Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Cts confirmed the alarm and decided to replace the pump, advising the caller to use multiple daily injections (mdi) as a backup therapy. Technical support informed the caller about the replacement pump, which would arrive with updated software, and they provided instructions for training, storage mode, and returning the faulty pump. The caller understood and acknowledged all instructions.